Manufacturer narrative:
This report is being filed on an international product, architect cea, list 7k68, that has a similar us product distributed in the us, architect cea, list 6c02. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation has concluded that architect cea reagent 7k68-32 lot 13074lf00 is performing acceptably. Historical review shows no adverse trend for this list number for this issue. There is no atypical complaint activity for this product lot. All specifications were met when cea panel 2 was assessed as part of this investigation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. The architect cea assay is potentially more susceptible to the issue of returning discrepant low results (low fliers) since it is a low volume assay (sample volume 10ul). The architect cea assay is also sensitive to issues relating to sample preparation errors and agitation between preparation and presentation to the instrument. The investigation team recommends that the customer have tsb 115-128 (pressure monitoring slope score option) installed onto their architect instrument. The slope score pressure monitoring option is a fourth pressure monitoring check that is intended to more closely scrutinize sample quality so that smaller bits of particulate or fibrin can be detected. There is not enough evidence to confirm a deficiency as similar results to the original result were obtained when the customer repeated the testing using the same instrument and assay kit, indicating the issue is sample specific.

Event description:
The account generated a falsely depressed architect cea result of <0.5 (no unit of measure provided) on a patient who initially tested architect cea of 59.0 and repeated 61.5 and 63.5 (no unit of measure provided). No specific patient information was provided. No impact to patient management was reported.